Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the customer had changed the cartridge, infusion set and site prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.